Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the target coil was returned within the microcatheter. The delivery wire and the main coil were noted to be kinked/bent and the main coil was found detached inside the microcatheter. Functional testing could not be performed due to the anomalies noted to the device. In case of this complaint, it is most likely that the coil kinked during coil advancement against friction. The coil then detached most likely during removal of the coil from the catheter; however, this cannot be conclusively determined. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the direction for use (dfu), but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors was assigned to the as analyzed issue main coil prematurely detached/separated inside patient.

Event description:
Analysis of the returned device found that the coil prematurely detached/separated inside the patient. There were no clinical consequences to the patient reported as a result of this event.